Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the caster broke while moving the machine. There was no report of patient involvement.